Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open ileostomy reversal, while stapling the bowel, the device was unable to close on tissue because the white tab was up, and the other device had partially fired. They then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. If information is provided in the future, a supplemental report will be issued.